Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a thachy episode for lead noise was observed.it was noted that the lead was previously checked and externalized conductors were observed. The lead will be capped and replaced.